Event description:
Large amount of inflammation in both knees [arthritis]. Left knee swelling [joint swelling]. Right knee swelling [joint swelling]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) male pt, (B)(6), with osteoarthritis of both knees. The pt's medical history was not provided. On (B)(6) 2012, the pt received one shot series of synvisc one (hylan g-f 20), dose and route not provided, in both knees. The lot number for synvisc one was not provided. On an unspecified date in 2012, the pt experienced a large amount of inflammation in both knees. The outcome for the event of large amount of inflammation in both knees was not provided. Concomitant medications were not provided. The intensity for the event of large amount of inflammation in both knees was not provided. The reporting physician did not provide the relationship between synvisc one and the event of large amount of inflammation in both knees. F/u info was received on (B)(6) 2012 from a physician regarding the pt's medical history, suspect therapy details, event info and the corrective treatment (steroid) which upgraded the case to serious. The pt's medical history was significant for previous treatment with non-steroidal anti-inflammatory drug and previous medical device implantation with synvisc one. The pt had osteoarthritis of both knees for the past three years (grade: 1, mild and x-ray) and had no prior effusion, joint narrowing osteophytes. The pt received intra-articular synvisc one injection, 6 ml. On (B)(6) 2012, the pt experienced a large amount of inflammation in both knees. On an unspecified date, the pt developed right and left knee swelling. It was reported that the knee swelling resolved spontaneously but left knee was still swollen. On (B)(6) 2012, the pt was given treatment with cortisone inject (lidocaine 1% and depomedrol (methylprednisolone acetate) 1%) in the left knee. On (B)(6) 2012, the pt recovered from the event of a large amount of inflammation in both knees. Relevant concomitant medications reported include ibuprofen. The intensity for the event of a large amount of inflammation in both knees was moderate and for the event of right and left knee swelling was not provided. The reporting physician assessed the relationship between synvisc one and the event of a large amount of inflammation in both knees as definite; however did not provide the relationship between synvisc one and the events of right and left knee swelling.

Manufacturer narrative:
F/u info was received on (B)(4) 2012 in the form of qa (quality assurance) investigation results. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. MFR's comment: the benefit-risk relationship of the product is not affected by this report.